Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10/1.0/131 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). Glare/haloes were observed. Lens remains implanted. Reportedly, "iris is not fully jumping over optical zone. Mesopic pupil mid-dilated post op (5mm). Edge of the pupil is not in the way of the lens and the pupil does constrict and relax but does not fully constrict. Patient to be monitored." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.